Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not start and the boot up countdown displayed 00:00. The fse identified that the flexvision pc was not booting up with the rest of the system, which was causing the device to not boot up correctly. Review of the system log file showed a flexvision pc malfunction. As a part of repair activity, the fse restarted the flexvision pc manually. After the restart, the system was returned to use in good working order. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not start up at 00:00. The system was not in clinical use. No user or patient harm has been reported.